Event description:
It was reported that some ventricular high rates at various times show noise on the right ventricular (rv) lead. Some pacing was noted during noise. The lead remains in use as the rv sensing was increased. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.